Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 (over temperature-psc) malfunction alarm code was noted in the device history and the fan was not turning. The probable cause for the s233 alarm code was due to a damaged fan extension cable that did not provide connection to the fan. The cause for the damaged fan extension cable could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept with an unsigned note from floor 3 north. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 (over temperature-psc) malfunction alarm code was noted in the device history. No add'l info was provided.